Event description:
It was reported that the patient experienced competitive atrial pacing that resulted in inappropriate mode switching. The device was reprogrammed. The patient condition was good after the event.